Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the bolus was not delivered. Customer's blood glucose level was unknown at the time of incident. Customer stated that the battery cap was not loose. Customer also stated that the insulin pump was neither dropped nor bumped. The insulin pump will not be returned for analysis.